Event description:
Medrad was informed while the hosp was performing a heart cath on a pt, the hosp found the pt had been injected with air. Hosp confirmed the air injection by reviewing films. The amount of air is unknown. The pt suffered a seizure and showed stroke symptoms about an hour or two after the procedure. The pt had been released from the hosp and is recovering.